Event description:
Patient,known to be negative for toxoplasmosis igm, generated an axsym tosoplasmosis igm assay result of index 0.661 (positive). The sample tested begative by another methodology. Controls were within specifications. No suspect results were reported from the lab. There is no impact to patient management reported.